Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient presented in the clinic at the (B)(6) 2017 after banging his head against a wall. The patient now has no access to sound with the device. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient presented in the clinic at the end of (B)(6) 2017 after banging his head against a wall. The patient now has no access to sound with the device.